Manufacturer narrative:
Concomitant products: logic cc tib insert size 4, 17mm (cat# 02-012-65-4017 / serial# (B)(4), logic stem ext 18mm x 80mm (cat# 02-012-60-1880 / serial# (B)(4), three peg patella 38mm (cat# 200-02-38 / serial# (B)(4), 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4), threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, on (B)(6) 2020, patient underwent revision of his failed right optetrak device. During the revision procedure, patient¿s surgeon noted defective equipment requiring complete revision. Subsequently, patient underwent a second revision surgery due to defective equipment on (B)(6) 2022. Upon information and belief, the defective optetrak device failed prematurely in patient¿s right knee. The polyethylene component used in the optetrak device was defective, leading to early aseptic loosening. A packaging defect in the packaging containing the optetrak polyethylene inserts accelerated polyethylene wear due to oxidation.

Manufacturer narrative:
As a result of the investigation, the product in question and failure mode have been altered, as such, the following fields have been updated: d1, d4, d10, g4, h4, and h6. D10. Concomitants: 02-010-06-0340 - logic cc femoral size 4, right, 6261302, 02-012-60-1880 - logic stem ext 18mm x 80mm, 5833757, 200-02-38 - three peg patella 38mm, 5586944, 201-78-81 - 3" trocar, mod. Hex 2pk, 6167756. H6: investigation results - the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, use of incompatible sized components or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation.